Event description:
The patient's mom claimed that the patient awoke with the animas pump beeping while the display on the pump was blank. At the time of concern, the patient's blood glucose was at 413 mg/dl. The patient was felt nauseous and had a headache. He tested positive for ketones. The patient was treated with insulin via syringe that morning. During troubleshooting, the reported issue was not resolved. There was no product misuse. The pump did have power as the audio/vibration features worked. This complaint is being reported because the patient had elevated blood glucose and symptom suggestive of hyperglycemia while on pump therapy. The animas pump is being return for further investigation.

Manufacturer narrative:
Follow-up #1 11/18/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. The display lens was observed to be cracked. The pump booted with auditory and vibratory alarms but the display was blank. The display screen was found to be cracked; a test display was inserted for testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. Unrelated to the complaint, the battery cap was found to be stripped and was unable to fasten to the pump, a test battery cap was used for investigation. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).